Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, placement of the suture was attempted in the right common femoral artery using a proglide device. Reportedly, a cuff miss occurred with the first proglide device. The sutures of two more proglide devices were set up and put to the side. The initial sheath size was 7f. A 12f sheath was used prior to insert the stent graft and a 22f sheath was exchanged for the 12f sheath for the stent graft insert. Hemostasis was achieved with the sutures of the two proglide devices following the aaa procedure. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.